Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 295, blood glucose reading 199 mg/dl. The customer also reported low blood glucose levels 42 mg/dl as well as high blood glucose levels of 428 mg/dl. Customer's blood glucose level at the time 251 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.